Event description:
It was reported that a (B)(6) hispanic female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 450cc gel breast prosthesis underwent prophylactic removal of the right breast prosthesis on (B)(6) 2022. The patient¿s left breast prosthesis was explanted earlier on (B)(6) 2021 due to cellulitis and capsular contracture. At the time of this report, the patient has not undergone replacement surgery. This report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2022-01753 for the report regarding the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: prophylactic removal of right implant. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, there are neither deficiencies alleged nor patient injuries or a failure at the device. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-may-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).